Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient left unused supply line clamps open, which is a known use error associated with this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. There were two potential causes reported for this alarm as the supply bag had a leak and clamps were left open on unused lines. As such, the direct cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell cycle two of five in peritoneal dialysis therapy. The patient stated that there were unused supply lines left unclamped but capped. The patient also stated that there was a leak from the connection of the supply bag. The technical services representative assisted the patient in clearing the alarm. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.